Event description:
A customer reported that an infusor elastomeric device ruptured during filling. The device was being filled with 100mg of desferal. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13f056 was manufactured june 27, 2013 ¿ june 28, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The ruptured reservoir was microscopically examined and verified, though no cause could be determined as to how the reservoir ruptured. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.